Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/26/2020. A manufacturing record evaluation was performed for the finished device qcmdjh, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent an unknown procedure in 2020 and suture was used. During the procedure, when the veterinary pass the thread through the soft tissue during the procedure, without exerting excessive tension on the thread, the thread pulled off from the needle at the level of needle/thread attachment. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 01/22/2021. Additional information was requested, and the following was obtained: product name : pds ii 2/0 product code : z453 lot : qcmdjh. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 01/22/2021. Corrected h6 component code: g07002 ¿ device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.